Manufacturer narrative:
B3: the event date was approximated to 03/01/2025 since the only given information was only the month and year.

Event description:
It was reported via medsun # 3902560000-2025-8066 that shaft break occurred requiring additional intervention. During a cardiac catheterization procedure, a 3.5 x 38mm non-boston scientific (bsc) stent was successfully deployed from the left main (lm) to mid left circumflex artery. The proximal optimization technique was the performed of the lm with a 6.00mm x 8mm nc emerge balloon catheter. Upon removal of the device, the balloon shaft broke and remained in the lm. To retrieve the broken balloon safely, a non-bsc wire was advanced parallel to another non-bsc wire, and a 2.5 x 15mm non-bsc balloon catheter was partially deployed within the guide to anchor the deflated 6.0mm emerge balloon fragment. The guide, wires and balloons were then completely removed from the body under fluoroscopy. The emerge balloon was inspected and was removed from the body in its entirety. The procedure was completed with another device. No patient complications were reported.